Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had motor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to moisture damage inside force sensor resistor. The insulin pump passed no delivery test and no excessive "no delivery" alarm noted during testing. No leaks inside reservoir compartment noted during testing. The motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm after priming. The customer's blood glucose was 147 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.